Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure the surgeon observed metal shaving emanating from an fms cutter and falling into the body. All of the particles were removed and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return of device.

Manufacturer narrative:
Eighty-three days have passed since this issue was reported to mitek, and to date, no complaint device has been received and no additional information other than what was originally reported has been received. We cannot tell anything from this, we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.